Manufacturer narrative:
(B)(4). The thv training guides instruct the operator to position the valve such that the mid-point of the thv is at the distal margin of any residual stenosis. Inaccurate deployment is generally a result of use error or a combination of patient and procedural factors. In some cases there will be no impact to the patient and function of the valve, in some cases this could result in clinically significant hemodynamic compromise, implantation of a second valve, embolization of the valve, and/or may require additional intervention to secure or remove the valve. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, etc. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is expected post deployment. Many cases are mild to moderate, and either resolves over time or do not cause symptoms. Others may be more clinically significant and require intervention. In this case, the too ventricular placement of the non-covered stent led to the malposition of the valve. The malposition of the stent was attributed to operator error. . Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported during a pulmonic transcatheter heart valve replacement procedure, the valve was deployed too ventricular resulting in pvl. A second valve was deployed. Initially, a palmaz non covered stent was inadvertently placed too low in the right ventricle, half was in the rvot and the other half was in the ventricle. The 29mm sapien s3 valve was then deployed within the palmaz stent - low in the right ventricle and more in the ventricular portion of the palmaz stent. Post deployment angio showed severe leak. The decision was made to deploy a second valve. The second 29mm sapien s3 valve was placed higher in the rvot. The patient remained stable throughout and after the procedure.